Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead impedance had been trending upward into the high range, possibly due to fracture. High rv thresholds were also reported. The lead was explanted and replaced with a new rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. One patient alert for out of tolerance subthreshold lead impedance occurred on (B)(4) 2013. The weekly pace lead trend data shows an increase for minimum and maximum ventricular pace bi impedance from 380 to 1938 ohms peak between (B)(4) 2013 and (B)(4) 2013.